Event description:
A complaint was rec'd from a customer that indicates that when the customer inserted the excel off brand reagent strip the meter would only show "f-11". No blood glucose readings could be obtained. While on the phone a review of the system was conducted. Electronic checks were performed and were satisfactory. It was explained to the customer that co does not provide or support the use of an off brand reagent strip. As a good will gesture, the instrument as well as the reagent were replaced. The complaint is considered closed for purposes of MDR.